Event description:
Rep reported that pt received a valve in early 2009. At 2 to 3 months later, it was found that the pt's ventricles were still large. A shunt o gram was done and it confirmed that was no distal flow. The surgeon opened up pt's belly and moved the distal catheter. At 2 to 3 weeks later, pt had a CT scan and the scan confirmed there was no flow proximal to the valve.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At this time, the complaint is considered to be closed.